Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. The field representative stated that there was too much slack in the lead as this can cause issues with these passive leads. Moreover, the lead migrated out of its original position. The lead was repositioned and the threshold began to rise again after pocket closure. Thresholds were stable post operatively. Additional information obtained from the field which indicated that it appeared that the lead was still in the same position. However, micro dislodgment could have occurred. The ra lead remains in service. No additional adverse patient effects were reported.